Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp was inserted via the right femoral artery in a 74-year-old male who presented as scai stage d with acute myocardial infarction complicated by cardiogenic shock. The patient was receiving inotropes, vasopressors, and mechanical ventilation for respiratory support. Coronary intervention was performed, including percutaneous transluminal coronary angioplasty with stent placement to the left main, left anterior descending, and ramus coronary arteries, as well as atherectomy, shockwave intravascular lithotripsy, and intravascular ultrasound. Upon placement of a foley catheter, the patient¿s urine was noted to be wine-colored. Placement of the impella cp was verified by echocardiography and confirmed to be in appropriate position. The reported hematuria was attributed to foley catheter insertion. The patient additionally experienced acute renal failure. Additional information received states the patient was transferred to another hospital, where plasma free hemoglobin was obtained and resulted at less than 30. The patient¿s urine subsequently cleared. The treating physician stated the urine discoloration was believed to be related to acute renal failure. The use of large-bore femoral arterial access, critical illness, anticoagulation, and renal dysfunction may have contributed to the reported findings. Comprehensive review of the event did not identify evidence suggesting device contribution to the reported hematuria or renal failure. The patient survived.

Manufacturer narrative:
Investigation summary: renal failure/hematuria/ppae: the cause of the injury was not determined due to insufficient clinical details.